Event description:
It was reported that during use in an acl procedure, the tip broke off in the patient's tendon. The tip was retrieved and it was reported that the patient is doing fine.

Manufacturer narrative:
Investigation results: the device was recieved with all broken pieces. During a visual exam the device was found with the pointed tip bent toward the guard. Unable to determine the cause of this failure. A review of history for this product found only one other event for this failure. This product will continue to be monitored.